Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. A cut to the outer catheter was identified 10.7cm from the distal tip. A kink was noted on the catheter 60.4cm from the distal tip. After review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. Functional/performance evaluation: the patency of the guidewire lumen was tested, and it passed without issue. With the guidewire in place, the inflation hub was connected to an inflation device. The balloon could not be fully inflated, as water was exiting the catheter at the location of the cut. The catheter was then cut just distal to the identified cut and the proximal segment of the catheter was connected to a touhy borst adapter. The tuohy borst adapter was then connected to an inflation device. Water was used to inflate the balloon. The balloon was able to be inflated to nominal (8atm). The balloon was unable to be inflated to rbp (14atm), as the tuohy borst adapter could not maintain a proper seal with the catheter at that high of pressure. The balloon was able to be deflated without issue. No rupture identified during functional testing. The user likely perceived the leak from the cut in the outer catheter as a balloon rupture. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the complaint investigation is confirmed for a cut in the outer catheter. The investigation is inconclusive for a balloon rupture, as the balloon was unable to be fully inflated to its rbp due to the poor sample condition (i.e. Cut catheter). The definitive root cause for the cut in the outer catheter could not be determined based upon the available information. Labeling review: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Dilatation catheter preparation: prepare the wire lumen of the catheter by attaching a syringe to the wire lumen hub and flushing with sterile saline solution. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in a left common femoral endarterectomy, the pta balloon was being used as occlusion balloon when a hole was allegedly identified on the balloon. There was no reported difficulties retracting the device. There was no reported patient injury.